Event description:
It was reported that during an all inside acl reconstruction, the tightrope snapped on the tibial side as the surgeon was running the knee through range of motion testing. The end of the graft could be seen, therefore, the surgeon knew the graft had migrated. The surgeon enlarged the incision on the tibial side to locate the button. The button remained attached to the suture and the surgeon was able to remove it. The graft and the button on the femoral side were also removed through the already made incision. Another graft was prepared; the surgeon changed techniques and implanted a competitor's screw on the tibia. The case was completed successfully. Bone preparation was done using a flip cutter on the tibia and a 9 mm low profile reamer was used on the femoral side. The graft size was 9 mm. The patient had good bone quality.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Returned device include a button assembled with part of the suture loop construct. The suture appears to be cut between where the loop is created and the tightening suture strand above the button. The graft construct is the longest when the knee is in extension. If the loop constructs are tightened to its maximum with the knee in flexion, the graft construct may fail during extension. Complainant event may be due to damaging the suture during preparation or insertion and/or tightening the device during flexion. There are no sharp edges or burrs found on the button. The most likely cause(s) for torn or broken sutures include nicking the suture with another instrument during graft preparation and/or insertion, and/or fraying from sharp edges of the bone tunnel during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.